Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - ni, device code - ni, expiration date - ni, date implanted - ni , date explanted - ni, (B)(6). Manufacture date ¿ ni.

Event description:
Information was received based on review of a journal article titled, "long-term results of un-cemented total hip arthroplasty with the taperloc femoral component in patients with dorr type c proximal femoral morphology" attempts to investigate the longevity of un-cemented fixation of a femoral component in patients with dorr type c proximal femoral morphology. This study involved 350 hips in 320 patients over the course of four years; comparing 63 patients (68 hips) with dorr type c proximal femoral morphology with 257 patients (282 hips) with dorr types a and b morphology. All hips were implanted by a single surgeon and utilized a taperloc stem. Twelve hips were identified in the article that were implanted on unknown dates. Subsequently, osteolysis was noted around the femoral component. There has been no further information provided and the patient outcomes are unknown.